Manufacturer narrative:
Concomitant medical products: product ID 3550-29, product type: accessory. Analysis results are as follows: ins, model 37601, serial no. (B)(4), found no significant anomalies, battery normal end of life, telemetry and output okay. The 1st replacement ins, model 37601, serial# (B)(4), found no anomalies. Adapter, model 64002, lot# unknown, found proximal end connector not completely seated in ins connector port. The 1st replacement adapter, model 64002, lot# 0210243835, found proximal end connector not completely seated in ins connector port. The 2nd replacement adapter, model 64002, lot# 0210319319, found body conductor broken within 10 cm of connector area. The 3rd replacement adapter, model 64002, lot# 0210312301, found proximal end connector not completely seated in ins connector port. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: implanted system: product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 3389, product type: lead. Product ID 3389, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. Product ID 64002, explanted: (B)(6) 2016, product type: adapter 1st replacement adapter. Product ID 64002, lot# 0210243835, product type: adapter 2nd replacement adapter. Product ID 64002, lot# 0210319319, product type: adapter 3rd replacement adapter. Product ID 64002, lot# 0210312301, product type: adapter 4th replacement adapter. Product ID 64002, lot# 0209360571, product type: adapter 2nd replacement ins. Product ID 37601, serial# (B)(4), product type: implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. See also mfg. Report no. 3007566237-2016-01108. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported that information was received from a health care professional (hcp) and company representative regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported an impedance check showed for all contacts values higher than 7000 ohms and up to 24000 ohms. The ins was already showing after 2.5 years, an elective replacement indicator (eri) sign although the parameters were set normal. The patient programmer (pp) showed the error message out of regulation (oor) in combination with the doctor symbol. The patient was less mobile. The values were checked again and since the ins would have to be replaced soon, the hcp would make a surgery appointment for replacement and if necessary, testing of extensions "and so on" would be done. The issue was not resolved at the time of report. Surgical intervention had not occurred but it was planned but no scheduled yet. Additional information received reported a troubleshooting operation took place on (B)(6) 2016. During the procedure, the following occurred: the implanted ins was explanted; a new ins was connected with all contacts having high impedance; the implanted adapter was explanted and a new adapter was connected to the new ins that was in the pocket with impedances several times bad and sometimes above 40,000 ohms (intermittent high impedances); the system extension and lead were measured and impedance was okay; the other port of the new ins was tried and impedance was too high; a second new adapter was connected and only contact 3 and some other contacts were above 40,000 ohms; a third new adapter was connected and all contacts were above 40,000 ohms; a fourth new adapter was connected and all impedance were high, and finally; a second new ins was connected to the fourth adapter and implanted. It was noted that the impedance was okay and the patient was doing okay now. Additional information indicated that although the second new ins connected to the fourth adapter was implanted, there were high impedances involving contact 0; however, the patient did not need the contact 0, so the hcp decided that the system was now for the dbs-effect "ok."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.